Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed and broke off the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location. Block h11: investigation result the returned device was inspected in our quality assurance laboratory. Visual examination revealed that the device was returned without the clip assembly and showed evidence of full deployment. No other problems were observed during analysis. Based on the visual evaluation of the device, the reported allegation of clip premature deployment was not confirmed. It is probable that operational factors during the procedure, such as the physician's technique or the scope position/angle, could have caused or contributed to the premature deployment. Regarding the code "clip break," it is classified as "cause not established" because the device returned without the clip assembly, which is crucial for the investigation. Therefore, this investigation is assigned a conclusion of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed and broke off the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.